Manufacturer narrative:
(B)(4)

Event description:
It was reported that asymptomatic patient presented to the clinic. It was noted that the device could not be interrogated. The previous longevity estimation from october 2015 was approximately 1.25 years remaining to eri. Multiple telemetry tests were performed and all failed. The lead device was explanted and replaced. There were no complications pre, during and post procedure.

Manufacturer narrative:
The reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that asymptomatic patient presented to the clinic. It was noted that the device could not be interrogated. The previous longevity estimation from (B)(6) 2015 was approximately 1.25 years remaining to eri. Multiple telemetry tests were performed and all failed. The device was explanted and replaced. There were no complications pre, during and post procedure.